Manufacturer narrative:
Continuation of d10: product ID 977a260, serial# (B)(6), implanted: (B)(6) 2015, product type lead, product ID 977a260, serial# (B)(6), implanted: (B)(6) 2015, product type lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6) ubd: 08-may-2019, UDI#: (B)(4); product ID: 977a260, serial/lot #:(B)(6) ubd: 01-may-2019, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient fell and the patient was trying to get a hold of healthcare provider (hcp) but they were not able to. Patient said the implanted neurostimulator did not work anymore and they needed to find a doctor to take it out. The ins had not worked since they got it. Patient mentioned they had a limb and the healthcare provider did not pay no attention to that. Patient did not have a managing healthcare provider at this time. No symptoms were reported. Additional information was received, it was reported the patient had a fall and thought the leads were not connected.